Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was received indicating a lead integrity alert (lia) had triggered on the right ventricular (rv) lead due to oversensing with high rate non-sustained and sensing integrity counter (sic) episodes. The oversensing caused the patient to have bradycardia heart rates. A follow up with the patient¿s healthcare provider yielded no further information. The lead remains in use. No further patient complications have been reported as a result of this event.